Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, at 8:02 am on (B)(6) 2025, a patient with chronic renal insufficiency-uremia was given hemodialysis treatment using a hemodialysis filter. The extracorporeal circulation line was given a 0.9% sodium chloride 1000 ml (milliliters) pre-filled line. After the air was exhausted, the patient was put on the machine for hemodialysis treatment. At 09:39 p.m., the patient began to experience unbearable muscle spasms in both lower limbs. As advised by the doctor, 50% glucose (20 ml) + 10 ml of 10% calcium gluconate was slowly administered intravenously. The dialyzer was found to be damaged and exuded. The blood was immediately returned, and the dialyzer was replaced to continue dialysis. After returning blood, the patient¿s symptoms were alleviated. The patient¿s original dialysis prescription set the total amount of ultrafiltration at 4 hours of treatment to be 1500 ml. At this time, the machine showed that the total amount of ultrafiltration was 510 ml, but the patient¿s body weight showed that the actual ultrafiltration volume reached 1700 ml. After the patient was on the machine again, the total amount of ultrafiltration was reduced to 800 ml. No blood transfusion was required.